Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported that during an acl repair that two of the customer's (B)(4) advance screws broke upon insertion. The first 8 x 23 mm (B)(4) screw broke at the tip of the device. The surgeon left the tip securely in the bone hole and attempted to place a 7 x 23mmm (B)(4) screw on top of it, but this screw broke in half lengthwise. The surgeon completely removed all the broken pieces of the screws and completed the procedure with a third 7x 23 (B)(4) screw in the same bone hole. The sales representative reported no patient consequences. The sales representative reported that the procedure was delayed, but under thirty (30) minutes. The sales representative stated the bone hole was prepped with the 7/8 awl and the bone quality was very hard. The sales representative reported that the surgeon tapped again before inserted the third screw. Additional information received by (B)(4) complaints on (B)(6) 2015, by email: the sales representative reported that the case was an acl btb and the surgeon notched and tapped. Please see also medwatch report 1221934-2018-53450.